Manufacturer narrative:
The patient was prescribed peridex mouth rinse for treatment of burn. The patient has fully healed. During evaluation of the handpiece, it was found that the bearings were gritty and a small dent in the head at 11 o'clock was causing the head of the handpiece to heat up during use. The dental office was informed that the handpiece needed an overhaul.

Event description:
While the dentist was working on the lower left side of the mouth, the patient's tongue was burned.